Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated the onset date was updated to 06/10/215. No further patient complications have been reported in relation to this event.

Event description:
Related to manufacturer report # 2183959-2015-00281. It was reported that following the implantation of a elevate anterior graft the patient complained of "cramping of lower abdomen, no fevers, back pain or hematuria". It was reported that the patient was performing clean intermittent catheterization (cic) "after failed voiding trail on (B)(6) 2015 urine cx submitted (B)(6) 2015." It was further reported that the patient experienced moderate urinary tract infection (uti). Medication was given on (B)(6) 2015 to treat the uti and the patient is considered recovered/resolved with sequelae as of (B)(6) 2015. There were no further patient complications reported as a result of this event.